Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, there was an alert on the right ventricular (rv) lead for high defibrillation impedance. The impedance is now back within threshold and the lead remains in use. No patient complications have been reported as a result of this event.